Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device (B)(6). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
According to the customer: the customer stated that the hcu30 failed in making ice. Additional information: there were no patient involved reported. (B)(4).

Manufacturer narrative:
A maquet field service technician investigated the device and confirmed that the ice block was not forming. The device was sent to the depot for repair. There, the ice sensor was found to be defective and this was the cause of the issue. This part was replaced. A pm, full functional and safety tests were performed to factory specifications. All tests passed and the device was returned to the customer. There was no patient involvement.

Event description:
(B)(4)